Manufacturer narrative:
Two photos were shared by the customer, where a brand new sample is inside a plastic bag. However, no failure modes are observed. Two (2) used list# 011-cu-136, 6" (15 cm) appx 1.6 ml, trifuse ext set w/3 clave®, clamps and rotating luer were returned for evaluation. As received, an unknown solution residuals internally was found. No additional damage or anomalies were noted. Each set was tested as per procedure and no flow through one clave port from each set was confirmed. When claves were dissembled, no molded window on one clave and a girdled spike condition on the other one was found. Complaints of no flow / can't prime can be confirmed. The probable cause of the clave with no window is a broken core pin during the molding process in salt lake city. The probable cause for the clave with an errant solvent is due to an errant solvent applied during the assembly process in ensenada. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that, on an unspecified date, a 6" (15 cm) appx 1.6 ml, trifuse ext set w/3 clave®, clamps and rotating luer generated an occlusion during patient use. The reporter stated "complaint description: "defective port, unable to push fluid". 2 involved devices and samples are available and will be sent as soon as possible for investigation. Sample pictures of a packed strand of hair have been provided. There was no patient harm reported.